Event description:
During baxter's functionality testing, a spectrum pump had constant upstream occlusion alarms. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The constant upstream occlusion were reproduced and confirmed through eval. Further investigation found the fluid number readings from the ultrasonic sensor were below spec with a fluid filled set, which is a known contributor to the reported symptom. The upstream sensor was replaced.